Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they put an emsculpt (an electromagnetic therapy device) on their legs today when the ins quit working. Pt selected to turn stimulation on, however no device found appeared. Pt stated that they were not feeling stimulation. Patient services (pss) had the pt select try again on the no device found screen, however no device found displayed again. Pss reviewed passive recharge mode with the pt and had the pt select recharge on the no device found screen. Pt stated that the three numbers read as 99 99 99 on the trying to recharge screen. Pt confirmed seeing the green light flashing above the screen. Pt then stated that unable to recharge displayed; pss had the pt select try again; pt stated that no device found displayed. Pt stated that they believed that they last recharged their ins monday night; pt stated that their ins battery would usually last 7 or 8 days and that they would usually shut their ins off at night as the stimulation would make their toes jump up and down and not allow them to sleep. Pt stated that they didn't feel like having their "butt cut open again". Pt confirmed that the recharger (rtm) was not getting hot while trying to recharge their ins. Pt stated that they were spending a month in fl; pss advised the pt that a message would be sent out to the field requesting contact, however pss did not promise a time-frame on a response.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# unknown product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was having the implanted battery replaced.

Manufacturer narrative:
H3: analysis of pli# 10, product ID# 97715, found stim ins/hybrid/eos/esd induced damage. Analysis of product ID 3550-29, serial# unknown, product type accessory, found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.